Event description:
A malfunction alarm identified as malf 12 was reported by the customer, but there was no adverse impact to the customer's blood glucose level. Technical support provided assistance by giving pump reset information and helped the customer reset the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump, and they were advised to contact support again if any issues reoccurred.